Event description:
It is reported that in an october 2007 journal article, the device was revised 22 months post-op. At revision, the liner was found to be fractured at the "superior quadrant." Patient had begun to experience subluxation with weight bearing.

Manufacturer narrative:
Evaluation summary: the high inclination angle of the cup as indicated in the enclosed journal article likely contributed to the liner fracture. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer considers the investigation closed.